Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient applied a new pod following standard steps. The app then prompted them to replace the pod, so they removed the newly applied pod and attempted to start another one. When they pressed start to try to activate the next pod, the cannula from the prior pod deployed even though it was no longer on the body. There were no specific error messages or alarms reported. The cannula appeared straight, there was no insulin leakage. The pink slide had not moved forward while the pod was on the body, however when the needle mechanism deployed late after removal from the body, the pink slide did move forward. No impact to the patient's glucose level was reported.